Manufacturer narrative:
Pending evaluation: concomitant medical products: concomitant device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; 320-36-00 - 36mm humeral liner +0 unconstrained; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-35-07 - small superior/posterior aug glenoid plate,left.

Event description:
As reported, approximately 2 years post op the tsa, this (B)(6) female patient was revised to a standard reverse due to aseptic glenoid loosening. Baseplate loosened which was followed by stem loosening. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of an insufficient bond between the implants and the bone, patient-related conditions, or a combination of these possibilities, which led to aseptic (non-infected) glenoid and humeral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were unable to be obtained. Section h11: *the following sections have corrected information: (d1) brand name: small superior/posterior aug glenoid plate,left (d2b) common device name: prosthesis, shoulder, non-constrained, metal/polymer cemented (d4) catalog number: 320-35-07, serial number: (B)(6), expiration date: 29-sep-2029, unique identifier (UDI) #: 10885862534910 (d10) concomitant device(s): 320-20-18, (B)(6) - eq rev compress screw lck cap kit, 4.5 x 18mm 320-20-30, (B)(6) - eq rev compress screw lck cap kit, 4.5 x 30mm 320-20-34, (B)(6)- eq rev compress screw lck cap kit, 4.5 x 34mm 320-20-34, (B)(6)- eq rev compress screw lck cap kit, 4.5 x 34mm. (H4) device manufacture date: 01-oct-2019 (h6) component code: 4755, part/component/sub-assembly term not applicable.